Event description:
The patient's explanted generator and lead were returned for analysis. The explant reason was not provided. Further follow-up revealed that the patient passed away. The patient was cremated. The patient's last known treating physician indicated that the patient had not been seen since 2010 and no further information could be provided. Analysis of the lead was completed on (B)(4) 2014. Cuts in both the positive coil and end of the negative coil were noted. These was most likely caused at explant. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator was completed on (B)(4) 2014. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.